Manufacturer narrative:
Information not provided.

Event description:
Consumer stated when she went to rinse her mouth after brushing she noticed a chunk of bristles came out in her mouth. She stated she looked at the toothbrush and realized a whole segment of bristles was missing from her brush head.

Manufacturer narrative:
Manufacture date updated because product was returned.